Event description:
Medtronic received information that during use of this bio-console instrument the battery indicator dropped from green to red briefly while under ac power. Use of the instrument was continued with no resulting adverse patient effect. Additional information received confirms the hancrank was not required during this case. Additional information received: medtronic service stated that this customer is medtronic trained to work on 560 bio-consoles. They reached out to service for support. The service technician explained to the customer that the issue sounded like a power supply problem. The service technician had the customer check the power out of the power supply. It should have been 30 volts. The customer stated they only had 27 volts. The customer set the output voltage to the proper 30 volts and will monitor the instrument to confirm it is functioning properly. No further action required.

Manufacturer narrative:
Conclusion: it was determined that additional device performance was not warranted. There were no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings . This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.